Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a lead revision procedure. Prior to the procedure, it was noted, that the right atrial (ra) lead exhibited noise oversensing. Resulting, in an inappropriate automatic mode switch (ams). During the lead revision procedure, it was noted, that the insulation of the right ventricular lead (rv) was damaged. The ra lead and rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.